Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d5 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the switch box, biopsy channel, and objective lens glue. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to deformation of switch box plus damage to the channel tube and adhesive peeling between objective lens and distal end, water tightness is lost. The air/water and suction cylinders have no color, the scope connector case unit has foreign object and the right/left and up/down knobs have discoloration. Due to burn on the plastic distal end cover, insulation resistance value at distal end does not meet the standard value. Due to damage on bending tube, right/left knob does not move smoothly. Light guide lens has a crack and the connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope showed that the air/water cylinder and tube as well as the jet tube, plastic distal end cover and the autoclavable rubber had foreign objects. There were no reports of patient involvement.